Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient began experiencing discomfort at the ipg site along with decreased healing. Infection was found at the ipg site and as result the ipg was explanted.